Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was used during a patent foramen ovale (pfo) procedure. During the procedure, the guidewire was attempted to be removed from the 6f catheter, but it would not slide out. The end of the wire had frayed, so the wire unable to be removed without removing all the wires and catheters. After the catheter was removed from the patient, the wire was unable to be removed from the catheter. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of stuck guide wire inside a 6f catheter was reported. The device was returned for investigation and confirmed to meet dimensional specification. The guidewire had offsets approximately 0.5 cm and 1 cm from the distal weld, and 0.3 cm and 2.2 cm from the proximal weld, with four open coils starting right at the proximal weld. Some coating damage was noted on the offsets 0.3 cm and 2.2 cm from the proximal weld. Microscopic examination of the guidewire¿s distal and proximal welds did not reveal any anomalies; both welds were intact. A finger-pull test was performed on the returned guidewire and passed. There was no fracture on the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, an amplatzer guidewire was used during a patent foramen ovale (pfo) procedure. During the procedure, the guidewire was attempted to be removed from the 6f catheter, but it would not slide out. The end of the wire had frayed, so the wire unable to be removed without removing all the wires and catheters. After the catheter was removed from the patient, the wire was unable to be removed from the catheter. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.